Event description:
During a laparoscopically assisted vaginal hysterectomy procedure, the instrument was difficult to open. The surgeon opened the device with manipulation. No patient injury was reported. Another device was applied.